Event description:
It was reported that the device overheated during the repair process in house. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the investigation details, the bearings had no lubrication.